Manufacturer narrative:
Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Multiple devices were used in the surgery: part #55840007545, lot # unk, qty 4, 510k# k113174, (B)(4); 55840007550, unk, 2, k113174, (B)(4); 1553201060, unk, 2, k113174, (B)(4); 8115545, unk, 1, k030840, (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar fusion using screws, rods, set screws and crosslink. Post-op, patient suffered with radiculopathy in legs. None of the implants malfunctioned in any way.